Event description:
Pt accidently burned on lower chest during breast biopsy procedure. Heat source responsible for burn was a metal plate on back of "ccd" camera used as a heat sink for the camera peltier cooler & associated camera electrons. It appears that because of the location of the lesion being biopsied and the required positioning of the pt together with her physique that her chest wall came in direct thermal contact with the above-mentioned heat sink for some period of time causing the burn.